Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient resented in the hospital for elective device replacement when over current detection and shorted output stage detection alerts were observed. The patient went into cardiac arrest and had to be externally defibrillated due to hv therapy being disabled at the time of device going into back up vvi mode and the patient had to be intubated. The lead was subsequently capped and competitively replaced.